Event description:
It was reported that the programmer reset multiple times during patient analysis and implant procedures. Follow-up determined that the check was completed with a different programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer reset multiple times during patient analysis and implant procedures, though it was noted that a diskette and diskette cover were stuck in the drive, they were removed and the drive functions were verified. Analysis also found a loose electrocardiogram connector on the link electronic module board, and the board was replaced and calibrated, that the latch tabs were broken off the power cord door and the rubber pads on the lower case were damaged and the power cord bay door and lower case were replaced to resolve. Product ID: 229047 software analyzer. (B)(4).